Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1039 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 17-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1039 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("left essure - majority of the device, including the placement coil was removed from the cornual region of the uterus.") And device breakage ("right essure - small amount of the essure device was removed from the right cornua. The remainder of the essure device was identified in the right tube.") In a 30 year-old female patient who had essure inserted (lot no. C59249) for female sterilisation. The patient had a medical history of ovarian cyst, cesarean section, pap smear abnormal, abortion, overweight, parity 2 and multi gravida. Concurrent conditions were listed as abdominal pain, headache, abdominal pain lower and flank pain. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopy, left salpingo-oophorectomy and right salpingectomy, removal of bilateral essure). Essure was removed on (B)(6) 2019. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: (B)(6) 2019 : the patient had a CT scan for right lower quadrant abdominal pain where the patient was diagnosed with malrotation:. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.654 kg/sqm. [Pathology test] on (B)(6) 2019: final pathology report: left ovary and bilateral fallopian tube, left salpingo-oophorectomy and right salpingectomy: ovary with cystic follicles, focal hemorrhage, and edema, compatible with history of torsion, negative for malignancy benign bilateral fimbriated fallopian tube. Coiled metal within larger fallopian tube, consistent with history of essure placement clinical diagnosis: ovarian torsion specimen: left ovary and bilateral fallopian tube. Gross description: the large tube contains a1.5cm in length portion of coiled gray, consistent with a fragment of essure coil the most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Event medical device removal is replaced with device breakage, lot number added. Surgical pathology report added. Medical history , concomitant conditions & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("left essure - majority of the device, including the placement coil was removed from the cornual region of the uterus.") And device breakage ("right essure - small amount of the essure device was removed from the right cornua. The remainder of the essure device was identified in the right tube.") In a 30 year-old female patient who had essure inserted (lot no. C59249) for female sterilisation. The patient had a medical history of ovarian cyst, cesarean section, pap smear abnormal, abortion, overweight, parity 2 and multi gravida. Concurrent conditions were listed as abdominal pain, headache, abdominal pain lower and flank pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopy, left salpingo-oophorectomy and right salpingectomy, removal of bilateral essure). The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: on (B)(6) 2019 : the patient had a CT scan for right lower quadrant abdominal pain where the patient was diagnosed with malrotation:. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.654 kg/sqm. [Pathology test] on (B)(6) 2019: final pathology report: left ovary and bilateral fallopian tube, left salpingo-oophorectomy and right salpingectomy: ovary with cystic follicles, focal hemorrhage, and edema, compatible with history of torsion, negative for malignancy benign bilateral fimbriated fallopian tube coiled metal within larger fallopian tube, consistent with history of essure placement clinical diagnosis: ovarian torsion specimen: left ovary and bilateral fallopian tube gross description: the large tube contains a1.5cm in length portion of coiled gray, consistent with a fragment of essure coil batch noc59249 production date 2014-05-23 expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.